Event description:
Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir reached. Reservoir volume was updated on (B)(6) 2012. It was noted that the pump was refilled in (B)(6) but was not updated. It was noted the pump was last updated (B)(6) 2012. It was reported the alarm state was resolved when the pump was updated (B)(6) 2012 and the pump was programmed correctly. The pump was used to deliver dilaudid, clonidine, bupivicaine, and compounded baclofen

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n136005002 . (B)(4) nvision handheld, serial # unknown. (B)(4).